Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocar leaked. The surgeon tried to take off the seal and put on again but it didn`t help. They switched to competitor's trocar. As a result of the difficulties encountered with this device, the procedure was prolonged eight minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology.